Event description:
While positioning pt in bed with staff assist times two, the needless hub of lumen on cvc became dislodged from lumen with routine pt care. Lumen of cuc left clamped. Injection port of distal lumen.